Event description:
The initial reporter questioned glucose results on accu-chek inform ii meter serial number (B)(4) compared to the laboratory during a correlation study. The customer used random blood samples for the correlation testing and no patients were affected. The customer drew a venous sample and the sample was collected in 2 tubes. One tube was edta and the other was a lithium/heparin tube. The samples were collected and run within 6 hours. The edta tube was run on the meter and the lithium/heparin tube was run on the laboratory analyzer. The customer provided data for 3 patient samples. The results for 1 patient sample were discrepant. The result from the meter was 53 mg/dl. The result from the laboratory was 82 mg/dl.

Manufacturer narrative:
The test strips were requested for investigation. The test strips were returned for investigation. The strip vial, desiccant and vial cap were inspected and were acceptable in appearance. There was no apparent reagent discoloration. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Manufacturer narrative:
The requested test strips were returned for investigation. Testing was performed using glycolyzed blood. All testing with the returned strips produced acceptable results and no strip defects were observed. The investigation did not identify a product problem. The cause of the event could not be determined.